Event description:
The patient underwent knee revision surgery (B)(6) 2021 for a previously infected knee (manufacturer unknown) and nickel allergy. This tibial augment was implanted at that time with a link porex knee system. It appears that the femoral side was later revised (cause unknown) on (B)(6) 2023. Dr. Now plans to revise this patient due to right knee pain, which he suspects is related to the uhmwpe tibial augment. [Customer]

Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture. This is the final supplemental report. The complaint is closed.

Event description:
The patient underwent knee revision surgery (B)(6) 2021 for a previously infected knee (manufacturer unknown) and nickel allergy. This tibial augment was implanted at that time with a link porex knee system. It appears that the femoral side was later revised (cause unknown) on (B)(6) 2023. Dr. Now plans to revise this patient due to right knee pain, which he suspects is related to the uhmwpe tibial augment. [Customer]